Event description:
Technical services received a call on 6/8/12. Caller reported patient had not been checked in three years. Did lead testing, and got >3000 ohms on this rv lead. Did get actual real vt yesterday that was not treated, but saw noise on egms from a week ago. Today got impedance of 747 and >3000. Shock impedance seems stable in the mid 40s. Reviewing dailies, pace impedance >3000 on june 3 and that was also when noise occurred. Otherwise, impedance varies from 1100 to 2500 to >3000 to 750. Lead is fidelis that appears to have a pace/sense issue based on impedance and noise reported. Physician is dr.(B)(6). No additional information is available at this time. Lead remains in service. Lead was implanted on (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).